Event description:
Please be advised that the co has been informed (by codes labs.) Of the following report. It states, "needle - high venous pressure alarm. Pt access irrigated and flushed. Line attached, 20 minutes later the venous pressure started to climb again. Pt taken off treatment 1.5 hr early. Ultra sound done on fistula access. Fistula gram done. Pt developed stenosis. MFR notified 10/22/97. Will contact customer directly." (Please be informed that the above is the complete turn of event and the info received from cobe. The co also requested that they conduct test on the sample lot kept in factory and meantime co has asked the user to return the actual product lot to be returned for further review and testing. As of today, 10/31/97, nothing has been received. Co has enclosed copy of the preliminary test report in which it specifies that no abnormality or irregularity was observed on the kept sample lot.) Co will keep FDA updated with any add'l info as it becomes available to co.